Event description:
Suspect device had melted and burned. No operator injury was reported. The suspect device was removed from service. A request was made for the return of the suspect product and replacement product was shipped.